Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 493 mg/dl. Customer treated their high blood glucose via bolus delivery. Customer had a no delivery alarm but was able to resolve the issue. Customer advised the cannula pulled out of their body and they changed out their set and reservoir. Customer was advised to call back if their blood glucose did not come down.